Event description:
Two stents had been placed in the left hepatic duct. The placement in the right hepatic duct was performed at that time. A guide wire was inserted into the right hepatic duct where a ptcd tube had been placed. After removal of the tube, the luminexx delivery system was advanced over the guide wire a little but got stuck. After the device was repeatedly pushed/pulled, it could be removed, however, the stent was left under the skin. The doctor cut the half of the stent, as it projected from the skin. Since the rest of the stent was placed under the skin, it was removed after the skin was incised. Pt is o.k. - no problem. The distributor noticed that the safety blister was in place on the returned sample. Further info received in 04/04: no introducer sheath was used. The guide wire used during the procedure is not available for investigation. No x-rays are available. The device got stuck at about 1.5 cm inside the pt's skin and the stent was partially released. Then, it was fully released when the user was removing the device from the pt. Half of the stent was inside the pt and the rest was outside.